Event description:
Information was received via a healthcare provider (hcp) and consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex reg. Pain syndrome type I. Information was reported when the patient lays on the bed it takes at least 4 hours to charge and she cannot move or cough. The caller stated the patient has not charged the device or used the device in a very long time. Patient said she loses connection easily. Patient said the belt did not work. The patient reported taking too long to charge. The patient will be getting an MRI that is unrelated to their device or therapy and they need to show that it is off and in MRI mode. No further information was reported. No patient symptoms were reported.